Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg stat (hcg stat) on a cobas e 411 immunoassay analyzer. The initial result was <0.5 miu/ml with a data flag. This result was reported outside of the laboratory where the nurse questioned it and requested repeat testing. The repeat result was 185.8 miu/ml. This result was believed to be correct. The hcg stat reagent lot number was 56666901 with an expiration date of 31-jan-2023.

Manufacturer narrative:
Na.

Manufacturer narrative:
Section d8 was updated. The field service engineer (fse) found the sipper probe needed to be adjusted. The fse adjusted the position of sample aspiration for the sipper probe. The instrument was operating within specification. Calibration was acceptable. Qc results were outside of range by 2 standard deviations. No issues were identified during a review of the alarm trace data. The service actions resolved the issue.